Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseo-integration on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device.